Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. It was said that the suspected cause of the incontinence was a fluid leak due to the insertion of a size 25 scope into the patient's urethra in 2019. All components were removed and replaced with a new aus system. There were no patient complications.